Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2004; 4194 lead, implanted (B)(6) 2006.

Event description:
The patient reported that their cardiac resynchronization therapy defibrillator (crt-d) was beeping and they felt weak. The following physician confirmed that the pace/sense portion of the right ventricular (rv) defibrillation lead had fractured. This portion was capped and replaced. High voltage therapies were disabled at the request of the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.